Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that after cleaning, a yellow substance came out of the scope so the device was reprocessed a second time, in which a black dark substance came out of the distal tip during reprocessing involving an olympus bronchofibervideoscope. There was no patient injury reported.